Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the device's tubing was sealed. The cause of the condition was determined to be an operator error during the manufacturing process that resulted in the packaging machine sealing the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In order to address this condition, a mechanism that detects caught tubing was installed and operators involved in the process were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu flo solution set was melted. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.